Event description:
Major pump unit(s) involved: blood pump, drive unit failure specific component(s) involved: pump drive unit malfunction, inflow valve.

Event description:
Major pump unit(s) involved: blood pump; drive unit failure. Inflow valve insufficiency; bearing wear. Specific component(s) involved: pump drive unit malfunction; inflow valve. Inflow valve insufficiency; bearing wear. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of inflow graft; replacement of pump; changed to a heart mate ii device. Type: both (in the same or visit).